Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was further reported that the device was explanted and replaced.

Manufacturer narrative:
Correction: this device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reach recommended replacement time (rrt) sooner than expected given the programmed setting and therapy usage for the device. The device is still in use. No patient complications have been reported as a result of this event.